Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneous depressed patient sample results for creatinine_2 (crea_2) on an atellica ch 930 analyzer. Siemens healthcare diagnostics is investigating the event.

Event description:
The customer reported to siemens they obtained erroneously depressed creatinine_2 (crea_2) results on seventy-nine (79) serum patient samples when processed on an atellica ch 930 analyzer. The patient sample results were reported to the physician(s) and were not questioned. The patient samples were reprocessed on the original atellica ch 930 analyzer. Higher results were obtained, considered correct, and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed creatinine_2 (crea_2) results.

Manufacturer narrative:
Additional information (26-feb-2025): siemens service operations support (sos) reviewed the available instrument data files and the information provided by the customer. Quality control (qc) recovered within range prior to running patient samples on the event date. The customer ran out of reagent and moved to a new reagent well and continued processing samples. Qc was performed on the new reagent well and recovered out of customer¿s expected ranges. Calibration was performed as a standard troubleshooting procedure and qc recovery was within the customer¿s expected ranges. Siemens determined the compromised reagent well of unknown cause potentially contributed to the erroneously depressed crea_2 results. Siemens is evaluating the event to identify the cause of the compromised reagent well. Initial MDR 2432235-2025-00057 was filed on 14-feb-2025.

Manufacturer narrative:
Additional information (07-apr-2025): siemens service operations support (sos) has determined there is insufficient data from the customer's instrument data to evaluate the cause of the compromised reagent well. The cause is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. In section h6, the investigation finding and investigation conclusion codes were updated. Initial MDR 2432235-2025-00057 was filed on 14-feb-2025. MDR 2432235-2025-00057 supplemental report 1 was filed on 21-mar-2025.